Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument had a broken grip cable but no other visible damage or functional issues. No fragments were missing or fell into the patient. The issue was resolved by replacing the instrument. No photographic or video evidence is available, but the instrument has been returned to isi for evaluation.